Event description:
Uneventful ercp was performed for migration of prior common bile duct stent placed in (B)(6) 2017. Following the procedure, during cleaning of the scope, a pancreatic stent was found in the suction channel of the scope and retrieved with a tweezers. Note that a pancreatic stent had not been placed, or attempted to be placed, in this pt during this procedure or prior procedures. After prior use several weeks earlier, the scope was documented as being cleaned per MFR's recommendations. Note that the date below for return to MFR is approximate. Per report, the MFR did not find any problems with the scope and it was returned to use.